Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that an endoleak was observed at the index procedure. The physician believed this was a type ii endoleak and the next day indicated the endoleak may be a type I. No intervention has been performed and the patient will be monitored. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown type and cause of endoleak). Conclusions: lack of information (unknown type and cause of endoleak).